Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from the connection part of the water feedset tube and the bag spike on an mr290v vented autofeed humidification chamber. This was found after a few days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: the complaint mr290v chamber was returned with a broken bag spike. The tip of the spike was broken. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot 120412. Conclusion: based on the inspection of the returned mr290v chamber, the bag spike was most likely subjected to excessive force. All chambers are pressure tested before and visually inspected before they leave the production line, any broken bag spikes would be identified during this process. Any chamber that fails is rejected. This suggests that the damage to the bag spike occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."